Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient was admitted to the hospital for dyskinesia that could not be controlled. Patient also had aspiration pneumonia so she continued to be admitted receiving an unknown IV antibiotic. On (B)(6) 2021 it was reported the patient was at home, the dyskinesia had improved and patient was recovered from the pneumonia. Patient is stable.